Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(4) of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On that same day, the patient was treated with cefazoline 1g and gentamicin 40mg. It was unknown if the patient recovered from the peritonitis. Per the health professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Follow up information was received from a nurse on (B)(6) 2012. Adverse event information was added or revised. On (B)(6) 2012, treatments with cefazoline and gentamicin were stopped and the patient was discharged from the hospital. On an unreported date the patient recovered from the peritonitis.